Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. However, the photographs were reviewed and revealed that a pin is lodged inside the tibial cutting guide. The pin is also deformed and bent. However, through this inspection it cannot be confirmed that the pin is fractured and/or stuck in the guide. The specific identifiers for the trocar pin were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. The batch number was not provided for the tibial cutting guide, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the tibial cutting guide, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to the tibial cutting guide and event. At this time, we have no evidence to conclude that the both products failed to meet any specifications at the time of manufacture. Misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all instruments be inspected for wear and damage and replaced as necessary. Additionally, the tibial cutting guide is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use is also a potential factor that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka surgery, the trocar pin broke and got stuck in the tibial cutting guide three deg right. The procedure was performed, after a non-significant delay, but it is unknown how. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. A visual inspection of the returned device reveals the tip of the pin broke off. This piece was not returned. The visual also reveals the pin is bent. The visual of the cutting guide reveals scratches and burrs. These devices show signs of significant wear and use. This inspection was conducted by naked eye. A functional evaluation reveals the pin is stuck inside the cutting guide and cannot be removed. The specific identifiers for the trocar pin were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. For the tibial cutting guide, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Also, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to the tibial cutting guide and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all instruments be inspected for wear and damage and replaced as necessary. Additionally, the tibial cutting guide is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use is also a potential factor that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.